Event description:
Had coolsculpting done. After 2 visits notice a disfigurement to my abdominal area. Spoke with the spa who took pictures and sent to the spa's medical team. They then stated it was pah. Spoke with plastic surgeon who also stated it's pah and company under reports the problem by having patients sign a release.